Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, low battery and weak battery. The customer's blood glucose reading was 210 to 230 mg/dl at the time of incident. Troubleshooting found that the battery compartment is damaged and corroded. Customer was advised on how to clear the battery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the interface board. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to blank display. Unable to confirm failed battery test, bad battery, low reservoir and weak battery alarms due to blank display. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner.